Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism. (B)(4): the full lead was returned and analyzed. No anomalies were found. (B)(4): the full lead was returned and analyzed. The lead was stretched. The inner insulation and inner tubing were kinked/buckled. There was blood in/on the helix/lobe mechanism and there was tissue on the helix. Visual analysis revealed the lead was damaged at implant. The lead had been stretched causing the inner insulation tubing and the inner insulation to buckle which prevents the helix from functioning properly.

Event description:
It was reported that during the implant attempt, the physician was unable to obtain proper fixation from all three leads. None of the leads were implanted and a different lead was used. No patient complications have been reported as a result of this event.